Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. New information has been added to the following fields: h4, h6, and h10. Corrected data fields: d9, h3. The olympus field service engineer (fse) performed an on-site visit at the facility. During troubleshooting, the fse found that the 180-series scope did not display images on the video system center. The fse confirmed that customer's allegation of no image. The fse also found an additional non-reportable issue with a defective connector socket. The fse replaced the circuit board and connection socket components. The device was cleaned inside, and a function check was performed. The image issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "images are not displayed on the 180 scope" was caused by circuit board set failure. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor had no image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.